Event description:
Boston scientific received information that patient's lead was loosened. Additional information received indicated that this right atrial (ra) lead was dislodged and was revised after made known. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.